Manufacturer narrative:
The device was not returned to resmed for investigation. A resmed clinical product support specialist has attempted to make contact with the customer for further information regarding the complaint and device events, however, no contact has been made. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed system fault messages (sf 79 and sf 189). There was no patient injury reported as a result of this incident.